Event description:
It was reported that the device did not charge, instead, it was getting hot. The event happened during an inspection and no patient was involved or user harmed. There were no delays as a back up was available.

Manufacturer narrative:
The device used in treatment has been returned and evaluated, establishing a relationship between the device and the event reported. A visual inspection found the outer housing broken, the functional evaluation found that a component on the main circuit board was defective, preventing the device from charging. The evaluation found no signs of electrical overheating, and the report of feeling hot was not replicated during evaluation. When the device is charging and/or in use, its temperature will naturally increase, the most likely cause of the device feeling hot, could be due to the device¿s battery being on constant charge. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous four years, failures reported are under constant review to monitor for adverse trends. However, it is deemed that no further action is necessary in relation to this complaint, which has now been closed and recorded as circuit board failure. In parallel we continue to monitor for any adverse trends relating to this product range.